Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging an audio tone (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the alleged issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/01/2016 with the following findings: the pump was returned with the audio tone alarm operating properly; the original complaint was not duplicated as no defects were found. A sound test passed with 69.5 db. The pump was opened and no intermittent conditions were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).